Event description:
(B)(4). Pelvic pain progressively worse felling like labor pain. Extremely heavy periods. Leading to hysterectomy. Pathology showed uterus was three times the size of normal. With fibroid growth and cyst on ovary. One implant became dislodged and was in the bottom of my uterus. Had surgery to remove it and tubal on that side.